Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent the orif surgery for trochanteric femoral fracture with the bone cement and the cannula. When the surgeon was pouring the monomer liquid into the mixer for preparing the cement, the surgeon accidentally spilled a very small amount of the monomer liquid. After that, the monomer liquid and the polymer powder were also spread out a bit, because of the lid wasn't fit properly when closing lid with the transfer lid. Those happenings caused the cement viscosity got harder than its standard and it had been poured into the femoral head with that condition. At 2.5cc of the cement was poured into the femoral head, it had been difficult to pour the cement because the thickness of the cement was hard. The cement was poured till it¿s been 2.8cc amount into the femoral head by force with the decision of the surgeon. After that, the surgeon tried to pull out the cannula, but it was unable to pull out with bare hands because the cannula seemed stuck in the sleeve. The surgeon hit the handle of the cannula lightly by nylon hammer and that made the handle of the cannula got broken. Using the t handle, hold and pull out the cannula caused the breakage at the border of the scale part (thick part) and the thin part. The thin part of the cannula was left in the blade and the surgeon finished inserting a distal locking and an end cap first, pulled out thin part of the cannula out with the t handle. However, it was confirmed that there was a breakage from the side opening to the tip of what is pulled out. At the part its left was already cured with the cement, so surgeon and senior surgeons judged that it is extremely unlikely to get the fragment into the patient body from the blade. The surgery was completed successfully within 30mins delay. The surgeon and the senior surgeons shared their perspective that the breakage caused by hardening the cement viscosity more than its standard with spilling monomer liquid and polymer powder, and the load applied on the cannula by pouring the hardened cement by force, so it is not a device issue. No further information is available.